Manufacturer narrative:
The device was not returned for analysis. Production record, complaint history of the reported lot, and corrective and preventative actions (CAPA) reviews were performed which revealed an indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty to remove the guidewire from the packaging and subsequent material separation which resulted in the device embedded in tissue or plaque and unexpected medical intervention appear to be related to a potential product quality issue. Although the device was not returned for evaluation, a potential product quality issue was identified related to difficulty removing the pressurewire from the dispenser coil; therefore, a CAPA has been initiated.

Event description:
It was reported that the pressurewire x, wireless device was to be used in the left anterior descending (lad) lesion. However, it was difficult to remove the device from the hoop. Also, during ffr measurement, the wire tip broke off in the proximal lad and could not be retrieved. The broken tip was stented into the vessel. No additional information was provided.